Event description:
Reaction microcrystalline arthritis. Information was received in 11/2001 from a physician. A patient, with a history of osteoarthritis in both knees, received a series of three synvisc injections into bilateral knees in 2001. The pt has not had previous viscosupplementation therapy. 24 hours after third injection, the pt experienced arthritis in both knees with manifestations in the knee joints of swelling, pain, stiffness, and functional disability. The pt also had a fever of 39.5 c. Two days later, the pt was admitted to the hospital with a possible diagnosis of bilateral septic arthritis. Several examinations were performed including articular puncture, haemocultures and blood tests. Fluid was aspirated from both the left and right knees on day of admission in the amounts of 60 ml and 20 ml, respectively. Left knee synovial analysis revealed numerous calcic pyrophosphate crystals, a sterile liquid, 12,000 /mm3 leukocytes and 10 /mm3 red cells. Gram stain was negative for bacteria. Synovial culture of the left knee showed the presence of some colonies of aeromonas hydrophila and rare colonies of serratia marcescens. However, laboratory contamination was suspected and no antibiotic treatment was administered. The right knee synovial analysis revealed numerous calcic pyrophosphate crystals, a sterile liquid, 10,000 /mm3 leukocytes and 1 /mm3 red cell. Gram stain was negative for bacteria and the synovial culture was negative. The patient's c-reactive protein (crp) level was 248.7 mg/l (nl 0.0-6.0). Bilateral septic arthritis was ruled out and a diagnosis of reactional microcrystalline arthritis was made. The patient's symptoms were treated with diclofenac sodium. The next day and 3 days later, the pt's crp level dropped from 225.4 to 111.7 mg/l, respectively. The pt recovered from the adverse events and was discharged from the hosp 4 days after admission. The treating physician assessed a reasonable causal relationship between synvisc therapy and the adverse events. Oct-200: diclofenac.